Event description:
The air transport was at initial hospital for pediatric ICU transfer (late (B)(6). Time of failure approximately 02:10). Vent failed, showing "loss of power". The vent had been charged in aircraft, had passed morning checks and had allowed for initial settings to be put in and changed. After transferring pt to the vent, it failed, would not power up, flashed "power loss" and would not ventilate. The pt was manually ventilated via bvett without any adverse event. Vent was taken out of service and a biomed order placed. Vent left downtown and a backup vent placed on aircraft. Ventilator immediately removed from service and back up placed on aircraft. Biomed was notified. Ventilator was briefly used on pt, failure was recognized immediately and pt removed from vent, pt was ambu-ventilated via et tube for the entire flight, no harm to patient occurred.